Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. An endoscope was used and the capsule was found in the hypopharynx. No serious injury to the patient was reported.